Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pain, tibial bone loss, tibial tray fracture, medial part loose over a large proximal medial tibial bone defect, osteolysis, subsidence, metal debris noted in tissue sample, signs of bone ingrowth with insufficient bone-implant contact. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - slovenia. G2: literature - fokter, s. K., gubeljak, n., punzón-quijorna, e., pelicon, p., kelemen, m., vavpetic, p., predan, j., ferlic, l., & novak, I. (2022). Total knee replacement with an uncemented porous tantalum tibia component: a failure analysis. Materials (basel, switzerland), 15(7), 2575. Https://doi.org/10.3390/ma15072575. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01459.

Event description:
It was reported through a journal article that a patient underwent a primary right total knee arthroplasty on an unknown date. Approximately two years later, the patient reported increasing medial knee pain without history of injury. Around 3.5 years postop, the patient presented with sudden worsening pain, varus deformity, and inability to bear weight. X-rays showed substantial medial tibial bone loss and tibial tray fracture. The patient was revised on an unknown date; during which, loosening of the tray over the tibial osteolytic defects was noted. The femoral component was stable and undamaged. The tibial tray and poly insert were revised without complications. Histologic samples showed metal debris within the surrounding soft tissues. The patient reportedly had no further complications after the revision procedure.